Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 461 mg/dl at the time of incident. Customer experienced symptoms such as nausea. Customer stated that not feeling well and she will go to the emergency room. The customer was assisted with troubleshooting. The customer was already gave herself a shot of insulin but blood glucose was not going down. The insulin pump will not be returned for analysis.